Manufacturer narrative:
Product event summary the lead was returned and analyzed. Analysis found the helix was bent and blood was noted on the distal electrode. (B)(6).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analyzed. Analysis found the helix was bent and blood was noted on the distal electrode.(B)(4).

Event description:
It was reported that the helix did not advance after more than forty turns during the attempt to implant the lead. Attempts to advance the helix after removal from the body were also unsuccessful. A different lead was implanted. No patient complications were reported as a result of this event.